Event description:
When changing the battery in the pt's external pacemaker, the device immediately shut off when the battery was removed. When it was turned back on the default settings were restored, which is not what the pt required.